Manufacturer narrative:
Manufacturer's ref# (B)(4). Investigation pending to be submitted in a follow up report. As no serial number for the receiver was available, it was not possible to conduct device history record review. Further information has been requested. Manufacturer's investigation is ongoing. A final report will be submitted upon completion of the investigation this is an initial report. 28jun2024. Manufacturer's investigation is ongoing. A final report will be submitted upon completion of the investigation this is a follow up report. 26jul2024. Manufacturer's investigation is ongoing. A final report will be submitted upon completion of the investigation this is a second follow up report. 23aug2024. Despite several attempts at follow up information, this was not provided. Risk assessment: limited information as to the exact circumstances surrounding the issue, however in general such risks involving mechanical damage are known, considered in the risk analysis, mitigated, communicated to the user and are as such deemed to be acceptable. Clinical evaluation of the event: it was reported that a receiver broke in the user's ear at the seam and had to be removed at the doctor's office. No harm to the user has been reported. Despite several attempts at follow up it was not possible to get further information regarding this case. Clinical conclusion is that the detached receiver has not caused harm to the user. Clinical evaluation according to clin eval plan&rpt,ha&tsg and clin eval plan&rpt,other acc: the clinical evaluation for the device family does evaluate receivers coming loose in the ear canal. This is identified in the risk analysis and mitigated through device design by ensuring a sufficient pull force (compliance with iec 60601-2-66). The user guide states to contact the hcp if a foreign object or wax is located in the ear canal to reduce the potential risk of harm as far as possible. There are no new clinical aspects (e.g. Unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation and risk/benefit conclusions herein are sufficient. Manufacturer's investigation is complete. This is a final report.

Event description:
Estimated date of incident (B)(6) 2024. On (B)(6) 2024 it was reported that the receiver broke in the user's ear at the seam and it had to be removed at the doctor's office. No harm to the user reported. Further follow up has been requested. 28jun2024. No further information has been received, although requested. Further follow up is expected. 26jul2024. No further information has been received, although requested. Further follow up is expected. 22aug2024. No further information has been received, although requested. No further follow up is expected.

Event description:
Estimated date of incident (B)(6) 2024. On (B)(6) 2024 it was reported that the receiver broke in the user's ear at the seam and it had to be removed at the doctor's office. No harm to the user reported. Further follow up has been requested. 28jun2024 no further information has been received, although requested. Further follow up is expected.

Manufacturer narrative:
Manufacturer's ref# sf (B)(4). Investigation pending to be submitted in a follow up report. As no serial number for the receiver was available, it was not possible to conduct device history record review. Further information has been requested. Manufacturer's investigation is ongoing. A final report will be submitted upon completion of the investigation this is an initial report. 28jun2024 manufacturer's investigation is ongoing. A final report will be submitted upon completion of the investigation this is a follow up report.

Event description:
Estimated date of incident (B)(6) 2024 on (B)(6) 2024 it was reported that the receiver broke in the user's ear at the seam and it had to be removed at the doctor's office. No harm to the user reported. Further follow up has been requested. (B)(6) 2024 no further information has been received, although requested. Further follow up is expected. (B)(6) 2024 no further information has been received, although requested. Further follow up is expected.

Manufacturer narrative:
Manufacturer's ref# sf 03686526. Investigation pending to be submitted in a follow up report. As no serial number for the receiver was available, it was not possible to conduct device history record review. Further information has been requested. Manufacturer's investigation is ongoing. A final report will be submitted upon completion of the investigation this is an initial report. 28jun2024: manufacturer's investigation is ongoing. A final report will be submitted upon completion of the investigation this is a follow up report. 26jul2024: manufacturer's investigation is ongoing. A final report will be submitted upon completion of the investigation this is a second follow up report.

Manufacturer narrative:
Manufacturer's ref# (B)(4). Investigation pending to be submitted in a follow up report. As no serial number for the receiver was available, it was not possible to conduct device history record review. Further information has been requested. Manufacturer's investigation is ongoing. A final report will be submitted upon completion of the investigation this is an initial report.

Event description:
Estimated date of incident (B)(6) 2024. On (B)(6) 2024 it was reported that the receiver broke in the user's ear at the seam and it had to be removed at the doctor's office. No harm to the user reported. Further follow up has been requested.